Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device code: (B)(4): this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Device code: (B)(4): this lens model is contraindicated for patients with age more than that of 45 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.